Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was offered to troubleshoot the high blood glucose and she declined because she said it was infusion set change days anyway. The customer stated that usually changing infusion set bring down the high blood glucose. The customer was advised that we will replaced the infusion set. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).